Manufacturer narrative:
(B)(4) the device was returned and evaluated. Evaluation of device when returned from facility showed that there was electrode dislodgement and electrical failure. The findings from the device evaluation will be further investigated.

Event description:
On (B)(6) 2017, a patient had a mvr/maze procedure using a fusion 150 ablation system. The patient was on pump but not cross clamped during the procedure. The surgeon did one burn all the way around both bipolar and mono polar, then shifted the device to cover the gap and ran the same sequence one more time. Each section was only ablated for 60 seconds. The surgeon never performed a bipolar ablation directly followed by monopolar in the three electrode section. When the atrium was opened to repair the valve, a thrombus covering roughly the size of a nickel was observed, attached to the atrial wall where the device was over layered. The surgeon was able to suction off the thrombus and continue with the procedure. There was no reported device malfunction identified during the procedure. The patient status as of (B)(6) 2017 was fine.